Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to fill the reservoir with insulin from the vial. The reservoir may have been occluded. Customer's blood glucose level was not reported. The customer switched to a new reservoir and had no problems. The device was not returned.